Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. The reported issue was due to the infusion set. Tandem does not manufacture infusion sets.

Event description:
It was reported that the customer was hospitalized on (B)(6), 2015 due to diabetic ketoacidosis. Reportedly, the cannula was kinked and found that the protective covering over the cannula was never removed prior to insertion. Customer health care professional has taken customer off the pump due to the noncompliance. No further information was provided on the reported issue. Customer was unable to provide infusion set manufacturer.